Manufacturer narrative:
(B)(4). Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien 3 valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, it appears that the aortic root perforation was likely caused by the annular calcification being displaced while post dilating the s3 valve with additional volume added to the balloon. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a transfemoral tavr procedure, a 23mm sapien 3 valve was implanted in an 80:20 aortic/ventricular position. Post deployment, the s3 valve had a mild paravalvular leak (pvl). After waiting 5 minutes, it was decided to post dilate with +2 cc added to the nominal volume. The pvl dissipated, but there was a root perforation which led to hematoma. A window was opened and extravasation was drained. The patient was closed and was in stable condition. It was felt that calcium caused the perforation due to post dilatation of the s3 valve. The aortic annulus diameter measured 22mm x 23mm with mild leaflet calcification.